Event description:
Galileo with display not being lighted. Inverter damaged.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites reported by user outside the us. Report reference (B)(4). The report says: "when providing oxygen treatment for the patient, the nurse found that the tidal volume set at 500 and the actual tidal volume was only 325, unable to meet the requirements. The spare ventilator was provided for the patient and the failed one was repaired." The investigation showed that the situation reported by the hospital was wrong. After the machine was turned on, it was found that the actual tidal volume was 325 ml while the set tidal volume was 500 ml. Then the spare ventilator was used instead, and an engineer of a third-party maintenance company was informed for maintenance. After checking and replacement of the flow sensor, the machine worked normally. The machine has been used for more than 8 years and has reached the age of scrapping. As the problem was detected in time, no harm was caused to the patients. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 12 months ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in operation. The root cause was determined to be a defective ac/dc board. There was no patient or user harm.

Event description:
Galileo with display not being lighted. Inverter damaged.